Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker power consumption. Boston scientific technical services (ts) discussed that the pacing percentage appeared to be stable and so did the power consumption and does not indicate any premature battery depletion (pbd) at this time. Subsequently, a year later this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. Additional information was received; this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned.

Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker power consumption. Boston scientific technical services (ts) discussed that the pacing percentage appeared to be stable and so did the power consumption and does not indicate any premature battery depletion (pbd) at this time. Subsequently, a year later this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. Additional information was received; this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker power consumption. Boston scientific technical services (ts) discussed that the pacing percentage appeared to be stable and so did the power consumption and does not indicate any premature battery depletion (pbd) at this time. Subsequently, a year later this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported.